Event description:
Boston scientific received information that this system was exhibiting shocking impedance measurements greater than 125 ohms. Additionally, pacing impedance measurements on the left ventricular (lv) channel were greater than 2000 ohms and loss of capture were also observed. The atrial channel was also exhibiting noise. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Boston scientific received information that this system was exhibiting shocking impedance measurements greater than 125 ohms. The patient was brought in for further testing and non-invasive programmed stimulation (nips) testing was performed. The results of the testing were not provided. The physician will continue to closely monitor this patient. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received confirming this device was subsequently removed from service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The system remains implanted and efforts to obtain additional product issue details were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.